Event description:
Safari guide damaged for unknown reasons after introduction inside the patient. The guide was replaced by another (same lot number) and there were no patient complications.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product could be performed; however, photographs of the device were provided which show an outer coil stretched/unraveled on the inner core. The exact cause for the stretched outer coil depicted in the photos could not be determined without return of the product for analysis. It was reported that the device is not expected to be returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. Should additional information be provided or the device returned for analysis a follow-up medwatch report will be filed. Device not returned for evaluation.